Event description:
A home patient contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during fill 3/7 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set was connected to the patient line of the homechoice set at the time of the alarm. The home patient reported that a supply bag fell off the table and became separated from the spike/port connection. A system error 2240 alarm was received and the home patient reported that they reconnected the supply bag that fell and powered the homechoice machine on and off. A system error 2367 alarm was then received, per the home patient. Baxter's technical service center assisted the home patient in ending therapy. The home patient reports that they completed therapy by setting up with all new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.